Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a rising impedance. This lead was successfully replace. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to out of range pacing impedance. This lead was successfully replace. No additional adverse patient effects were reported.